Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that patient saw "call your doctor information screen" but did not know the specific code associated. It was indicated that this screen came up when she pressed the therapy on/off button on the patient programmer (pp). She felt a shock and tingling around the same time "the call your doctor screen" came up on the pp. It felt similar to the sensation she felt during when she was programmed. Patient checked the implant with pp during the call and normal therapy screen with on/ok showed up. The "call your doctor screen" was not coming up during the call. Patient services reviewed informational screens can be cleared by the navigation screen on pp. Patient services reviewed to follow up with healthcare provider (hcp) if patient ever experienced shocking again, patient confirmed shocking sensation resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.